Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to the distal clevis pin that extended further than when the instrument was manufactured, and that appeared to be broken. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The wire insulation was damaged and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar had a broken tip. The procedure was completed with no reported injury.